Manufacturer narrative:
Based on the information provided, isi has not determined the root causes for the alleged stapling issue, intra-operative complication, and post-operative complication experienced by the patient. If additional information is received a follow-up MDR will be submitted to the FDA. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2019. No related system errors were found to have occurred during the surgical procedure. Based on the current information provided, this complaint is being reported due to the following conclusion: during a da vinci-assisted low anterior resection procedure, the staple line was allegedly missing staples and the surgeon had to manually sew it. At this time, the root cause of the reported issue remains unknown.

Event description:
It was reported that during a da vinci-assisted low anterior resection procedure, the stapler 45 instrument could not achieve a proper clamp for the third fire. The first two fires were performed normally. The surgeon was utilizing a green reload accessory for each fire. The surgeon had to clamp several times before being able to staple and transect the tissue. During the stapling process, no error messages presented. After the procedure, the surgeon noticed that the staple line was not correct. It was alleged that staples were missing from the staple line. The surgeon decided to manually sew the staple line to resolve the issue. There was no reported adverse effect, harm, or outcome to the patient. The customer called back to report that the green reloads have all been discarded and would not be returning to intuitive surgical, inc. (Isi) for failure analysis investigation. On 06/26/2019, isi contacted the assistant surgeon and obtained additional information regarding the reported issue: the procedure was not recorded on video. The instrument was inspected prior to use. The target tissue was the rectum. The surgeon was closing the rectum when the issue occurred. The tissue integrity was normal and free of defects. There was tissue tension because the rectum had to be extended, but there was no tissue bunching. The surgeon did not encounter any obstructions during the procedure. After firing the reload, the surgeon noted a dehiscence of the staple line. Because the anastomosis was complicated, the surgeon used a perianal augmented technique, which prolonged the surgery time. No fragments fell inside the patient. The procedure was completed. On 06/29/2019, isi received additional information from the assistant surgeon: an anastomotic leak was detected beyond post-operative day #10. With the double stapling of the rectum and the dehiscence of the staple line, the anastomosis was difficult and could only by achieved by a perianal closure of the defect via a lonestar (third-party) retractor. The surgeon stated that the anastomotic leak was a risk of this perianal closure. The patient was being treated on a peripheral station with an endovac. No further information was available.